Manufacturer narrative:
The technician found the power control board is faulty. The technician replaced the power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed is stuck in the high position and when pressing the bed down button from any control, the bed will go down slightly then come back up. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).